Event description:
The advocate called on behalf of the lab. She stated that control tests were performed and a result of 283 mg/dl was received. The normal range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The lab did not have any of the test strips left that gave the high control result. No product will be returned.